Manufacturer narrative:
Taper ii. Device evaluation summary: the device was returned to apollo for analysis, and visual examination confirmed the connector type as taper ii. The device was returned in three pieces; the lap-band with band tubing, the port with band tubing, and band tubing with the collar attached. Yellow discoloration was observed on the band, the port tubing and the port base. A port leak test was performed and no leakage was observed. An air leak test was performed on the lap-band and leakage was observed. Under microscopic analysis striated openings were observed on the belt and the lap-band, consistent with device removal activities. An air leak test was performed on the piece of band tubing with the collar connected, that measured 9.0 inches in length. Leakage was observed. Under microscopic analysis, one end of the band tubing was noted to have a sharp-edged opening. An air leak test was performed on the second piece of band tubing, measuring 6.0 inches in length. Leakage was observed. Under microscopic analysis, the end opening of the tubing, was noted to be sharp, in correlation to the first tubing observation. Additionally, under microscopic analysis, two sharp-edged openings were observed near the end opposite of the ss connector. Non-penetrating nicks were observed on the band tubing. Device labeling addresses the reported event as follows: precautions: care must be taken during band adjustment to avoid puncturing the tubing that connects the access port and band, as this will cause leakage and deflation of the inflatable section. Failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage. In order to avoid incorrect placement, the port should be placed lateral to the trocar opening. A pocket must be created for the port so that it is placed far enough from the trocar path to avoid abrupt kinking of the tubing. The tubing path should point in the direction of the access port connector so that the tubing will form a straight line with a gentle arching transition into the abdomen. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Unplanned deflation of the band may occur due to leakage from the band, the port or the connecting tubing. Warnings: patients should be advised that the lap-band ap® system is a long-term implant. Explant (removal) and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: a patient with the lap-band system was reported to have been "implanted since 3 years ago, but now they found difficulties inflating it. After a check up in the hospital the doctor found out that the cavity of the lap band was punctured. The lap band is now explanted to be returned." The device was replaced with another lap-band system.